Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the vessel diameter at the access site was 7.0mm and the vessels were indicated to be non calcified and not tortuous. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is possible that the patient¿s borderline vessel size in addition to calcification not appreciable on imaging may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, upon removal of the rf3 sheath, contrast extravasation was noted near the internal/external iliac bifurcation. Per report, contra-lateral contrast injections were used to ensure no vessel damage had occurred. The introducer was re-inserted and the sheath was re-advanced to tamponade the damaged vessel. Attempts were then made to repair the damaged vessel by using a 9mm x 59mm covered stent but this did not stop the bleeding. A coda occlusion balloon was then placed in the distal aorta to stop distal blood flow and allow time to re-assess the situation. Upon reviewing patient status there was hypotension and ECG changes and it was decided that vascular surgery should be consulted. Vascular surgery performed an ilio femoral bypass and repaired the damaged iliac segment. The patient received approximately 4 units of blood but otherwise remained stable during the surgery and in recovery. Per report, there were no issued encountered during the advancement of dilators and the 22f sheath. Additional information provided by the clinical specialist, indicated that the hypotension and ECG changes noted during the procedure were thought to have been caused by the blood loss from the dissection. In addition, it was reported that post procedure (the same day) when the a drop in the patient¿s hemoglobin and hematocrit was noted and the patient was brought back to the operating room. The surgeon re-opened the surgical site and a small leak was found at the graft anastamosis site which was repaired. As of (B)(6) 2013, the patient was reported to be extubated and doing well.